Event description:
It was reported that bd smartsite¿ extension sets are not locking. This occurred multiple times, however, no patient impact reported. The following information was provided by the initial reporter: product quality complaint for smartsite bi-ext, not properly locking during medication, and smart site bi extension is not properly locking after giving medication.

Manufacturer narrative:
A 20019e7d sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 21096318. The feedback provided by the customer indicates that they experienced issues in connecting the 20019e7d during infusion; further details relating to which component the customer experienced connection issues with were not available to assist the investigation in this instance. As part of the feedback the customer the customer provided a photograph of the affected 20019e7d product; analysis of the photographs did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21096318 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported connection issues. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.